Event description:
During a coronary drug eluting treatment procedure, difficulty fully deflating the balloon occurred. The severely calcified, 80% stenotic lesion was located in a non-tortuous circumflex artery (cx). The lesion was predilated with an unknown size rotablation. The physician then successfully deployed stent at 14 atms. Upon withdrawal the delivery balloon would not fully deflate. The physician attempted to retract the stent delivery system (sds) through an 8 french guide catheter, however, was unsuccessful. The physician successfully removed the sds by retracting the entire system as one unit. No pt complications or injuries were reported. Post-dilation was performed to successfully complete the procedure. Pt status is reported as "satisfactory/good".